Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient initials- (B)(6). (B)(4). The removed hardware is not available for return per the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had original surgery for open reduction internal fixation (orif) was on (B)(6) 2016 due to a fall. The patient had revision surgery on (B)(6) 2016 for loose devices and an infection. During the revision surgery, all implants were removed and replaced with a longer plate and screws. Preoperative x-rays revealed; that the proximal end of the plate pulled away from the humerus and the six (6) screws were loose. All of the failed devices were loose but were not broken. The patient had a deep infection and was treated with antibiotics. There was no surgical delay reported and the procedure was completed successfully. This report is 4 of 7 for (B)(4).